Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
Additional information was received indicating that additional episodes of post-paced t-wave oversensing due to fusion on the device have occurred. It was recommended that the device be reprogrammed to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was noted that there were episodes of post-paced t-wave oversensing due to fusion on the device. Reprogramming was recommended to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.